Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 95 mg/dl. Customer states that notification light did not stop flashing immediately. The insulin pump will not be returned for analysis.